Event description:
Per the clinic, it was reported that the patient received a steroid injection at the implant site due to device retention issues. The patient has reportedly successfully resumed device use.